Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
A tiny piece came off...when I ovulated it came out- vagina [foreign body in reproductive tract]. A tiny piece came off- tampon [device breakage]. I went to pull it out and it came out...a tiny piece came off [complication of device removal]. Case narrative: consumer reported via phone that a piece of the tampon came off during removal. No serious injury reported.